Event description:
The event occurred on an unspecified date and involved a 6.5" (17 cm) appx 0.59 ml, smallbore bifuse ext set, w/clave¿, check valve, 2 clamps (red, white), luer lock where it was reported the device had leaking issues. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
One photograph was provided by the customer, unable to confirm complaint from the photograph returned. Received one used. List #b33983, 6.5" (17 cm) appx 0.59 ml, smallbore bifuse ext set, w/clave¿, check valve, 2 clamps (red, white), luer lock. One used. List #unknown, blue microclave. As received, one of the microclaves was assembled crooked as observed, no other physical damage or other anomalies observed. Leak tested the sample as received, could not confirm the customer complaint of leaking, however confirmed assembly error. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D4: only di provided as lot number is unknown.